Event description:
Reported false positive sars results for an unknown number of patients. It is unknown if the patients were symptomatic. It is unknown if the result was confirmed. Confirmation method(s) not provided. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Suspected contamination due to failing qc and invalid results. Root cause: insufficient information; possible contamination. Source: phone.